Event description:
The physician's performed a stent assisted embolization of a fusiform internal carotid artery aneurysm using a jailing technique with a long enterprise stent and coils. The first coil was a (B)(4), the second a (B)(4) and the third was a (B)(4), which had resistance feedback after about 6 cm of advancement. The physician decided not to try more to get into the aneurysm, but to bring back and remove the coil. When pulling back, he felt the coil was not connected to the pusher anymore. He tried to aspirate and retrieve the px400 microcatheter and coil together slowly, but this did not work well. Only px400 microcatheter came back. Now about 12 cm of coil was outside of the px400 microcatheter. He cut away the hub from the px400 and took a snare device and went over the px400 microcatheter up to nearly the tip of the catheter. Shortly below tip of px400 microcatheter, he pulled the snare together and was able to remove the px400 microcatheter together with the coil back and out of patient. He finished the procedure. The patient is fine, and will be treated finally later.

Manufacturer narrative:
Conclusion: this device has returned and is undergoing the process of investigation. Once the device evaluation is complete, a follow-up MDR will be submitted.

Manufacturer narrative:
Results : the coil was stretched and deformed at the proximal end. The proximal constraint ball is attached to the stretch resistant wire (sr) and was located internal to the coil approximately 1/3 of the way along the measured length of the coil. The sr wire is intact and unbroken. The pusher has the proximal pet lock intact and the pull wire is present in the capture feature of the distal detachment tip (ddt). These observations are consistent with an undetached coil. The proximal constraint ball is not present in the ddt. The pull wire protrudes beyond the ddt by approximately 1 mm. The coil is damaged and non-functional. This damage is consistent the damage expected when snaring the coil during retrieval. The ddt inner diameter, the proximal constraint ball outer diameter and the pull wire tip outer diameter were all measured on a see mic optical measurement system. Each of these components was found to be within specification. Conclusion: the unintentional release of the coil noted in the complaint is confirmed. The coil is damaged but this damage appears to be the result of the retrieval method and not the release. The release appears to have been the result of a failure of the ddt release mechanism under tensile load. All parts of the coil are within specification and there appears to be no manufacturing issues. The lot history of these devices was reviewed and all tests passed. Based on the observations during the investigation, the cause of the unintentional detachment appears to be a failure of the ddt and proximal constraint ball joint under tensile force in excess of the specification for this location, although this is not consistent with the narrative of the procedure and supplemental information provided, as the physician did not note any resistance during attempted retrieval of the coil. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.